Event description:
It was reported, that the ventilator failed and shutdown with error code 02.71.002 during use. There was no patient injury reported.

Manufacturer narrative:
The investigation was, based on the description of event as only available information. There was no log file available. Based on the investigation and the reported error code it could be verified, that there was a malfunction of the pneumatic controller board. As a safety feature of the ventilator, the device software analyzes and verifies proper software operation and hardware function. If this internal monitoring detects a deviation, the device generates a corresponding visual and audible alarm in order to alert the user of the deviation. As a remedy measure a warm start might be initiated. For a warm start, the device briefly switches off and then on again. During this time, an emergency breathing valve opens, allowing the patient to breathe spontaneously. If the boot sequence of the warm start is successfully completed (duration approx. 8 seconds), ventilation is continued with the previous parameters. If the device stops ventilating, audible alarms and visual messages would be activated in order to alert the user of this device status. The safety-breathing valve would open allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The device reacted as specified on a detected deviation. And posted an appropriate visual and audible alarm to alert the user of this situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the ventilator failed and shutdown with error code 02.71.002 during use. There was no patient injury reported.